Manufacturer narrative:
(B)(4). Date of event: not provided. (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Publication - yu cq, manche ee. Subjective quality of vision after myopic lasik: prospective 1-year comparison of two wavefront-guided excimer lasers. Journal of refractive surgery (thorofare, n.j.: 1995). 2016;32(4):224-9.

Event description:
A study was conducted with 50 patients that underwent successfully myopic lasik procedure. At 1 month, 3 months, 6 months and 12 months post op some patients reported ghosting, glare at night and glare during day. It is not clear the amount of patients that presented with each symptom as publication does not mention it.

Manufacturer narrative:
In the initial report it was not included halo and haze as symptoms. Literature was not selected on the initial report as report source of information.